Manufacturer narrative:
Additional/changed and corrected data : d.10, g.1, h.3, h.6. Device evaluation: analysis of the returned device identified wear abrasion, crease fold, an opening on the posterior, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified a striated opening and a void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, revealing is no blockage. Based on the device analysis the final assessment is: -a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported deflation on right side. The device has been explanted.

Event description:
Physician reported deflation on right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported deflation on right side. The device has been explanted.